Manufacturer narrative:
The device was returned for evaluation. The event logs did not hold error codes related to this issue. The device was tested for both delivery accuracy in time and volume. The device passed self-test, cassette test, and protocol tests. An accuracy test was conducted per procedure and the device was found to deliver within specifications. The complaint that the device was unable to be confirmed.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not yet complete.

Event description:
The event involved a plum 360¿ infuser in which the customer reported that, on an unspecified date, the device was running faster than programmed. There was no observed physical damage on the pump. No other information is available.

Manufacturer narrative:
B11 section.